Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the device on bowel, in a laparoscopic bypass revision, the staple line was incomplete on the proximal end. The staple stopped at 50mm while the device beeped as an indication that the firing was completed. The surgeon held the fire button down and it continued the last 10mm. No patient injury.